Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 682 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The nurse had to go due to the customer's blood glucose reading going up to 728 mg/dl. The nurse wanted someone to go to the hospital to take a look at the insulin pump. Advised that the local representative would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.